Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer plans to contact a healthcare provider to obtain alternate insulin therapy.